Event description:
During a routine shift check by a clinician, the device inappropriately displayed a "release button" message. Complainant indicated that there was no pt involvement in the reported malfunction. Please reference medwatch report numbers 1220908-2005-01874 and 1220908-2005-01876 which are similar reports from the same customer.